Event description:
The complainant reported that an impella rp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During patient support, placement signal issues occurred. The pump position was verified, and support continued without interruption. No patient harm or injury was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump was not returned for investigation. The data log was reviewed and suggested that there was an optical sensor issue. All optical sensor parameter trends were indicating a sensor break trend. The root cause of the optical signal issue was most likely damaged sensor, based on data log investigation.